Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the cable of the mega suturecut needle driver instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while suturing the fascia. The failure was not related to the motion of the instrument. There were two cables protruding at the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.